Manufacturer narrative:
(B)(4). Final analysis found an external abrasion at 16.5 cm to 16.6 cm from the connector pin which breached the outer insulation and exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise and threshold anomaly. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise and high capture thresholds. The lead was successfully explanted and replaced. The patient tolerated the procedure we; and would continue to be monitored.